Event description:
The G7 15-day sensor is marketed to last 15 days plus 12 additional hours. I have used 4 of the G7 sensors including the one reported here. Three of the four sensors have failed prior to the 15 days. The first two lasted 11 days each and the current sensor lasted 13 days. Dexcom replaced the first two failures and I have reported this third failure to them and am awaiting their response. I don't have a problem if the sensors regularly last 11-12 days; however, I believe that their marketing is a stretch indicating that these are 15 days sensors. It is an insurance issue in that a patient is limited to somany sensors a month. Does every customer know that they can replace a failed sensor? I have lost time with every sensor I have had to report as failed. While I cannot verify the veracity of the following statement, a ChatGPT inquiry indicated a reported failure rate of up to (b)(4). This is unacceptable, and I believe the FDA has a responsibility to customers and users to put Dexcom on notice that either the rates need to improve or they need to quit marketing this product as a 15-day sensor. UDI: (b)(4) (Dexcom G7 15 Day Continuous Glucose Monitoring (CGM) System Integrated Continuous Glucose Monitoring System, Factory Calibrated). REFERENCE REPORT: (b)(4). Patient Code: 4582. Device Code: 1535. This report captures: Dexcom G7 15 Day Continuous Glucose Monitoring #2.